Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone jaws of the vasoview hemopro tissue welder failed. The company rep stated, "the account didn't go into detail as the case was several weeks ago." The occurrence date and how the case was completed are unk. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).